Manufacturer narrative:
This event was reported by edwards lifesciences under manufacturer report # 201569-2024-08775. Additional information was obtained that indicates this event was previously reported under manufacturer report # 2015691-2024-08704. As such, this MDR was reported in error with a corrected supplemental report being submitted. Investigation of this event will continue to be updated and reported through manufacturer report # 2015691-2024-08704.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was failing due to stenosis. A 26 mm sapien 3 ultra resilia valve was successfully implanted into the failing valve. The physician decided not to post dilate and a 10mm echo gradient was recorded. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.